Manufacturer narrative:
The insulin pump had battery out limit and failed batter test alarm due to corroded battery tube. The insulin pump had a broken battery cap. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a battery out limit alarm and bad battery alarm. The customer reported that the battery cap was broken. The customer's blood glucose was 111 mg/dl at the time of incident. The customer stated that they were unable to remove the battery cap. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.